Manufacturer narrative:
Insufficient information is available to determine the resolution and disposition of the event. The customer was advised to provide the performance varication testing results; however, no results were provided, and the customer requested that the case be closed. Multiple good faith efforts (gfe) were performed; however, the responder reported that the customer would not provide any further details.

Event description:
It was reported to philips that the v60 did not alarm while on a patient when the circuit became disconnected. The device was in use at the time of the event. The patient was moved to another ventilator with no adverse outcome reported. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer has checked the significant event logs and is not reporting any critical errors. The v60 drpta log was emailed for evaluation. The rse advised the customer to complete v60 performance verification testing (pvt) to check for any issues.